Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was duplicated. Evidence indicated this was due to usage wear over time. The reported condition was confirmed. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Reported received from USA stating that it was observed that a motor device was "broken." It was unknown to the reporter if the motor device was used in surgery. It was unknown to the reporter if there were injuries or medical intervention reported. No additional information was available.